Manufacturer narrative:
Exemption number e2013017. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) unused bag was received for evaluation. Upon visual examination, a bag deformity that is purely aesthetic and would not compromise the bag in anyway was detected. No particulate matter was found inside the bag, or in the fluid path. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: a 2000 ml single chamber final container found to have a particle inside the bag during the initial inspection.